Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was cracked on the reservoir window, near the screen, and damaged at the reservoir seal. Blood glucose level was 198 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, a broken reservoir tube lip, minor scratches on the display window and cracked reservoir tube threads. No crack was noted on the reservoir tube window.